Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012, and suture was used. During the procedure, the needle broke off. Additional information was requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle shows a fracture at the swaging area, directly at the bore hole area. During visual inspection under a light 'microscope several marks of instrument were found at the attachment area and directly at the breaking point which indicate that the needle was handled there. According to the information for use, grasping in the point area could impair the penetration and cause fracture of the needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.